Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 8. Strip code: 8. Strip storage: unk. Symptoms: shakiness and dizziness. A pt reported they were advised by the doctor to take more insulin. Their meter allegedly was inaccurately high. The result on their meter was 521 and 505mg/dl. Pt did not receive any treatment. No further info has been reported.